Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image. The technician connected the device to the oev-262h monitor and got color bars and an error b30 (scope communication error) was observed. The technician went through all trouble shooting for the b30 error code but still could not get an image. There were no reports of patient harm or impact associated with the reported event.